Event description:
It was reported the pt's lead has migrated causing ineffective stimulation. The physician repositioned the lead and added an anchor. The pt reports he is receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.